Event description:
The lead rv was reposition which resulted in small r waves and high pacing threshold. This device was implanted and explanted in puerto rico. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the rv shock coil. Based on the symptoms, it is reasonable to assume that this damage resulted from the explant procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. In summary, deformations of the rv shock coil were observed, which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
On 4/20/2015 - this lead was implanted in another country.

Event description:
The lead rv was reposition which resulted in small r waves and high pacing threshold. This device was implanted and explanted in (B)(6). Should additional information be received, this file will be updated.